Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and simvivo test performed. All results were within specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving a ¿replace sensor¿ error message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer became hypoglycemic and experienced dizziness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a glucose reading of 40 mg/dl and provided glucose gel for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.